Event description:
It was reported that two balance middleweight (bmw) universal guide wires were positioned in the calcified bifurcation lesion of the left anterior descending artery and the intermedium artery. Two non-abbott stent delivery systems (sds) were advanced; however, after the stents were positioned at the lesion, 2 cm of the distal tips of the guide wires separated in the vessel. There was no resistance noted during advancement. The stents were continued to be deployed to treat the lesions and to appose the separated portions of guide wire to the vessel wall. There was no issue during removal of the sds devices. It was noted that prior to use, it was observed that both bmw guide wires had a step-up, 2 cm from the distal tip. Another bmw guide wire with the same part and lot number was opened, and also had a step 2 cm from the distal tip. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the precautions section of the hi-torque guide wire instructions for use (IFU) states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. It is possible the guide wire was inadvertently handled during preparation, resulting in the reported step; however, this could not be confirmed. The additional bmw guide wire is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4).